Event description:
It was reported that the customer had high blood glucose of 600 mg/dl. Customer stated her educator advised to take tea instead of diet coke and changed site and blood glucose started to come down. Customer stated that educator told her it could be a problem with the site or crimp in the tubing. Customer mentioned that she went to the hospital last may and blood glucose was over 500 mg/dl. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.